Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) called advised dealer stated the lift is unleveled. (B)(6) advised dealer went to the end user home and replaced lift and when it was brought back to dealer facility, they noticed the tube from the right rear caster that goes up into the frame was longer than the left side.